Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When surgeon was performing the hip-joint replacement surgery, he found that after he connected the accolade hfx handle to 28mm std v40 taper vit head, they were loosening and could not be fastened. The surgery process has been affected, after coordinated, the surgeon replaced with a taper vit head which has the same cone angel, and finished the surgery. The surgeon replaced with a taper vit head with a larger diameter and the same con angel, the substitute product item: 6260-5-228,28mm+4mm, afterwards the surgery was finished.

Manufacturer narrative:
An event regarding a siz/fit issue involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the return part was carried out. The device was visually unremarkable. Dimensional inspection: dimensional inspection was carried out on the returned head. All dimensions were found to be within specification. -medical records received and evaluation: no information was received for review with a clinical consultant. No adverse impact to patient was noted. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, the metal head was found to be dimensionally within specifications. If additional information becomes available, this investigation will be reopened.

Event description:
When surgeon was performing the hip-joint replacement surgery, he found that after he connected the accolade hfx handle to 28mm std v40 taper vit head, they were loosening and could not be fastened. The surgery process has been affected, after coordinated, the surgeon replaced with a taper vit head which has the same cone angel, and finished the surgery. The surgeon replaced with a taper vit head with a larger diameter and the same con angel, the substitute product item: 6260-5-228,28mm+4mm, afterwards the surgery was finished.